Event description:
It was reported that during a follow-up hvlic measurements were out of range. Message of possible output circuit damage was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found a broken case wire inside the ICD can as the cause for the high impedance.